Manufacturer narrative:
(B)(4). E1 initial reporter telephone number (B)(6).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information- correction. H2: type of follow up- correction. D4: additional device information- correction to remove expiration date and manufacturing date. D4: additional device information- lot no-correction changed to ni.

Event description:
Subsequent to the initial MDR, a correction is required.